Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 99.9% stenosis located in the left circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was stated that the stent initially could not cross and when it was pulled back the stent was sheared by the calcium in the vessel. Secondary to this, a 2.25x15mm sprinter legend balloon catheter was inflated in the proximal and mid vessel at 12 atm for ten seconds, 14 atm for ten seconds and 14 atm for 10 seconds, but the device was unable to cross the extremely tight mid lesion. A 1.25x12mm sprinter legend balloon burst after inflating to 16 atm for 10 seconds. With the help of a guide extension catheter a 1.5x15mm sprinter legend got through but also ruptured due to high atm pressure being applied. A 2.0x 20 mm sprinter legend balloon was also attempted but would not cross. A 1.5 x 15 mm non-medtronic balloon was then used to treat the mid-distal area of subtotal occlusion. A 2.5 x 15 mm resolute onyx was then deployed in the mid cx. A 2.75 x 38 mm resolute onyx was implanted in the ostial-proximal-mid cx overlapping the first stent. This resulted in 0% residual stenosis. The lad was also stented with a 2.25 x 38 mm resolute onyx and a 2.5 x 18 mm resolute onyx. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Additional information: procedural image review shows a severely calcified, 99.9% occluded lcx. A ronyx stent is attempted to be delivered to the lesion site but can not pass through the calcified vessel. Images show an attempt to retrieve the stent but it appears that the severe calcification in the vessel causes stent deformation. Many attempts are made to dilate the vessel with sprinter legend balloons but images suggest that the calcification is too compacted for dilation. One image appears to show evidence of a balloon burst. However, it could not be confirmed if the procedural images portrayed the 1.25x12mm sprinter legend balloon. Following successful attempts at dilating the vessel, 2 ronyx stents are deployed successfully to the lcx. Improved blood flow through the lcx is shown after implantation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.